Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurred vision/dizzy. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly had no power. Pt was not treated. No further info has been reported.